Manufacturer narrative:
Manufacturer's investigation conclusion: the reported oxygenator leak was unable to be confirmed as the device was not returned for evaluation, and a specific cause for the reported event was unable to be conclusively determined. The eurosets infant oxygenator, lot number 10453300, was not returned for evaluation. The production documentation for the eurosets infant oxygenator, lot number 10453300, was reviewed by the external manufacturer (eurosets) and showed that all tests from the production process were compliant with the technical specifications. Devices are required to pass manufacturing inspections and specifications prior to release and no abnormalities were documented which would cause or contribute to the reported occurrence. This device passed all required testing. Based only on the available information, eurosets was unable to confirm the reported event or identify the root cause. The eurosets infant oxygenator instructions for use (IFU) warns to carefully check the device seal during priming and operation. If you notice leakage during priming or operation, replace the defective device following good perfusion practices. The IFU also warns to carry out a visual inspection and carefully check the device before use. Transport and/or storage conditions other than those prescribed may have caused damage to the device. The IFU also instructs to check that all connections are properly secured. The production documentation for the eurosets infant oxygenator, lot number 10453300, was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. The eurosets infant oxygenator instructions for use (IFU), rev. 00, is currently available. The IFU includes warnings: that the device is intended to be used by professionally trained personnel. To carefully check the device seal during priming and operation. If you notice leakage during priming or operation, replace the defective device following good perfusion practices. That during use, a spare oxygenator must always be available. Under the section titled ¿set up¿, the IFU warns to carry out a visual inspection and carefully check the device before use. Transport and/or storage conditions other than those prescribed may have caused damage to the device. This section also instructs to check that all connections are properly secured. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the infant amg oxygenator was noted to be leaking priming fluid at the top of the oxygenator. It was on a primed circuit, not on a patient, so it was exchanged for a new one. The circuit was noticed to be leaking a few days after it was primed. The pump was not running at the time as this was primed as a backup circuit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.